Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no.

Event description:
It was reported with the use of the bd safe-clip¿ needle clipping & storage device syringe, the devise had blockage. It was stated ¿the needle can not be inserted into the hole, as the hole appears blocked.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
The manufacturing location for this product is (B)(6) this site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and the (B)(4) FDA registration number has been used for the manufacture report number. (B)(6). Level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for difficult/unable to operate on lot # 5217374. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. As per qe, a DHR review of the risk management file for this issue shows that the risk for this issue is low. Based on the samples / photo(s) received the investigation concluded: - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported with the use of the bd safe-clip¿ needle clipping & storage device syringe, the devise had blockage. It was stated ¿the needle can not be inserted into the hole, as the hole appears blocked.¿ there was no report of injury or further medical intervention.